Manufacturer narrative:
(B)(4). User facility listed in initial reporter.

Event description:
According to the reporter, during a minimally invasive esophagectomy procedure involving the esophagus / stomach for a pre-op diagnosis of esophageal cancer, a post-operating anastomotic leak presented. The patient was re-operated on via thoracotomy where a circumferential anastomotic dehiscence was discovered. The anastomosis was repaired. The surgeon stated that the staplers performed as expected, with no intra-operative leak observed. He also stated that the stapled tissue was thick. The current status of the patient is alive / tenuous, still experiencing a leak. There was unanticipated tissue loss. The tissue damage was irreversible. There was an extension of the incision by more than one inch. No device fragment or component fell into the patient's cavity. No reinforcement material was used. The product / packaging were thrown away so the lot number is not available.